Manufacturer narrative:
On (B)(6) 2021, stimwave received a complaint in which the patient had reported to the clinical representative experiencing a shock sensation while wearing the waa. Stimwave initiated (B)(4) to return the device for investigation. The device history record was reviewed, and no non-conformances or issues which could have led to the failure of the device were identified. On (B)(6) 2021, stimwave investigated the device for the alleged shock. The device was verified on an engineering bench and tested in the factory waa test. Investigation determined that the problem is related to incorrect waa settings programmed by the stimwave clinical representative.

Event description:
The patient reported unintended stimulation while wearing the wearable antenna assembly.